Event description:
Healthcare professional reported "deflation" and "textured to smooth due to the patient's concern of the product" of a non-abbvie device. This record is for the left side. The device was explanted. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported "deflation" and "textured to smooth due to the patient's concern of the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.